Event description:
The customer reported that when responding to a patient incident, their device lost power during use. The customer arrived on scene approximately 10 minutes after receiving the call. Upon arrival, after an unknown downtime, the patient was extricated from a structure fire and was found pulseless and apneic. The device lost power when attempting to charge and deliver a 200 joule defibrillation shock to the patient. The customer attempted to power the device back on without success. The crew deployed a back up device almost immediately on the patient. The crew terminated resuscitation efforts shortly after arrival to the near by hospital. The patient did not survive the event. The customer, a paramedic, stated that the outcome of the patient was not related to the reported device failure due to the state of the patient upon arrival.

Manufacturer narrative:
(B)(4). Physio-control evaluated the device and was unable to verify or duplicate the reported failure. Proper device operation was observed through functional and performance testing and the device was returned to the customer for use. The cause of the reported failure could not be determined.